Manufacturer narrative:
Additional details were provided by the customer regarding the clinical use information. There was no medical intervention or delay in therapy reported. The patient was moved to a different ventilator. The responder also provided the patient details; age: 71, weight: 79.2 kg, height: 160 cm.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's high flow therapy could not reach the target flow. The device was in clinical use when the issue occurred. No patient or user harm reported. Onsite service would be provided; the repair is pending. Investigation is ongoing.

Manufacturer narrative:
A philips service engineer (se) evaluated the device, and reported that no error messages or alarms were present during troubleshooting or testing (air/o2 flow and pressure accuracy tests). Additional testing was performed by the se, and the device passed all testing, and was then returned to service.